Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had cuff inflation/deflation issue and presented gurgling and leakage of 87% due to the ventilator screen. A change was made for another tube which again showed gurgling and leakage two hours after the change. There was no reported patient outcome.